Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they were having issues with their handset and communicator. The patient stated the transmitter was not connecting with their device at all and they were getting 'device not responding'. Patient services reviewed external device function with the patient including making sure the communicator was unplugged (it was) and that they weren't near any sources of electromagnetic interference (emi) and the patient said they weren't but then asked "what about another medical device?" They said they were near their spouse who was currently trialing for the bladder with a manufacturer company external neurostimulator. Patient services had the patient move away from their spouse. The patient opted to go outside and they were able to successfully connect to see their settings. The external devices were functioning as intended and the therapy was on. Patient services wanted to note that when the patient was trying to connect, the patient commented that "this happens a lot...recently...when I go in" (the "this" being the patient getting a 'device not responding' screen when trying to connect). Patient services did not ask any further questions about the other times this occurred as they were focused on the reason for call. Patient reported medical history: they reported when they recently went in to see their healthcare provider (hcp), they were working with a physician's assistant (pa) who had to "reset" the implant because when they checked, it was at "0.0" and they didn't know how that happened. The patient said it had been off and they didn't know how that happened or how long ago it happened. Patient denied having recently changed programs and said the last time a program was changed before their most recent visit where the therapy had been "reset" (where they were changed to a new program) had been about a year ago. Patient services asked the patient if they had a recent MRI and the patient said they had had an MRI and that they would give their remotes to the technicians and they would turn it off. Patient did confirm having had an MRI in the recent past. Patient services asked perhaps if the therapy had been inadvertently turned off when they were at their MRI and the patient said that could be possible but they didn't know. They said they were just glad it was working now and set where it was supposed to be set. Patient services reviewed with the patient that the external devices were functioning as intended and to avoid trying to connect around devices emitting emi. Patient was redirected to hcp for future concerns and may call back for assistance I n the future.

Manufacturer narrative:
B3: event date is unknown, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.